Event description:
It was reported that there was loss of capture, a sudden decrease in impedance from 700 ohms to 250 ohms when the lead was connected to the newly implanted device, and an insulation breach. The rv lead was capped and replaced. The insulation breach was patched using medical adhesive, and the lead was left implanted should it ever need to be used again. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.